Manufacturer narrative:
PMA/510(k)#: k163468. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During endoscopic stent placement for colonic stenosis, user cannot advance the stent delivery system along with wire guide to colon stenosis , then retracted the delivery system , and again advanced the wire guide to stenosis area so that the stent delivery system can be advanced through wire guide while found out the tip of stent bent and deformed which cause the wire guide cannot be put through. User changed to a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. For all complaints, ask: 1. What is the reorder number of the wire guide used with this device? Metii-35-480, cook metii-35-480. 2. If not with the device in question, how was the procedure finished? With a new one to complete the procedure. For complaints occurring during use (once in contact with patient) also ask: 3. What is the endoscope manufacturer and model number that was used during the procedure? Olympus cf-hq290i. Cf-hq290i. Had dilation of the stricture been performed prior to stent placement? No. 4. What was the diameter of the stricture at the time of stent placement (in mm)? 0.8cm, (mm) 0.8cm. 5. What was the length of the stricture at the time of stent placement (in cm)? 3cm, (cm) 3cm. 6. Please describe the location in the body where the stent was to be placed. Colon. 7. Was resistance encountered when advancing the wire guide through the stricture? No. 8. Was resistance encountered when advancing the introducer and stent into position? Yes. 9. Did any section of the device detach inside the patient? No. 10. After placement, was stent position verified? If yes, please describe how. Yes, x-ray. 11. After placement, was the endoscope advanced through the stent? No. 12. Please estimate amount of time the stent was in place prior to this occurrence. No information provided. 13. Did the patient undergo chemotherapy or radiation treatments after stent placement? No information provided.